Manufacturer narrative:
(B) (4). (B) (4) - undefined injuries, infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a craniotomy for tumor resection on (B) (6) 2008. During the procedure, dermamatrix patches were sewn in with sutures. The patient experienced an infection of her brain, and has subsequent injuries. No additional information was provided.